Event description:
It was reported that fluid accumulated in the device pocket. The patient had an allergic reaction to the implanted system. The lead remained implanted.

Manufacturer narrative:
The device remained implanted. No surgical intervention performed.